Event description:
Customer reported receiving a high blood glucose reading (371 mg/dl) and gave himself extra dosage of insulin injection. Customer reported he passed out on the lawn afterward. The paramedics were called in for assistant. Customer was treated with IV solution and glucose shot. An investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's prod has been requested back for an investigation. A f/u report will be filed once investigation results are available.